Event description:
Customer reports being unable to test his blood glucose on the aviva system due to a device error within specifications. The following day customer awoke with low blood glucose symptoms. Paramedics were called, and customer tested 34 mg/dl on professional device; he was treated with orange juice. One hour later, customer tested 45 mg/dl on professional device; low blood glucose symptoms had not improved, and he was taken to the hospital and treated with an IV (contents unknown). Customer was released from the hospital the next day with result of 200 mg/dl. Requested return of suspect device, and replacement was sent.